Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a peritoneal infection manifested by slight abdominal pain and cloudy effluent. Treatment was not reported. The cause of peritoneal infection was not reported. Outcome of the event was not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.